Event description:
It was reported the patient experienced some discomfort at the pump site due to a breakdown of the skin over the pump site secondary to low adipose tissue. The pump was moved to a new pump pocket just subfascial and on top of the rectus abdominus muscle. The drug used in the pump is hydromorphone 25 mg/ml at a dose of 7.997 mg/day. The patient recovered without sequela.